Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no more than one removal surgery was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no more than one removal surgery was performed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, adenomyosis, paratubal cyst, endometriosis and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: no more than one removal surgery was performed. Discrepancy noted in date of removal (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received :medical device removal event replaced with pelvic pain, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.